Event description:
Customer reported that the paramedics were called and she was hospitalized on (B)(6) 2012 due to low blood glucose. Customer stated that she does not remember what the blood glucose reading was when paramedics arrived. Customer stated that she was unconscious when she was transported to the hospital. Customer also stated that she had high blood glucose of 215 mg/dl prior to the low blood glucose event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.